Manufacturer narrative:
The reported events of inability to interrogate, premature battery depletion, and no pacing were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information noted that the pacemaker was explanted on 30 sep 2020. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with home monitoring issues. The patient was unable to transmit data remotely via rf home monitoring since march 2020. The patient was sent an inductive monitor, and was still unable to send a transmission via the inductive monitor. The patient was brought to the clinic on (B)(6) 2020, and interrogation was attempted, but the device was unable to connect to the programmer with the wand telemetry. A 12-lead electrocardiogram was performed, and a magnet was placed over the device. The electrocardiogram exhibited no magnet response. The patients¿ heart rhythm remained at its natural rate, and no pacing spikes were noted, premature battery depletion was suspected. No intervention was performed. The patient was in stable condition.